Event description:
It was reported that during a lap chole procedure, the device jammed and would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary - the analysis results found that the el5ml device was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was cycled and ejected the remaining clips due to the jaws condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation was warranted. A batch record review was performed and no anomalies were found during the manufacturing process.